Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: the equipment department reported the sales report. All departments in the hospital used indwelling needles and found that when the syringe was connected to the exhaust, it could flow, but the infusion set could occluded when it was screwed on. When the infusion set is separated from the indwelling needle after infusion, it is easy to take off the infusion connector (the infusion set is a threaded joint). The salesman said: some of them were discovered when patients were placed with tubes. Some of them are non-flowing fluid found during exhausting, and the specific quantity cannot be judged.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 20-apr-2023. H6: investigation summary: a device history review was conducted for lot number 2290413. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample with a smartsite and corresponding non-bd infusion set were returned to aid our team with their investigation. Functional testing of the device was conducted to determine the effectiveness of the connection between the smartsite and a bd infusion set compared to the returned non-bd infusion set. During testing our engineers were able to identify a discrepancy in the connection between the smartsite and the non-bd infusion set, which suggests that these devices are not compatible in all situations. Specifically the application of too much torque will lead to a lack of fluid flow and a subsequent leak.

Event description:
It was reported that 10 bd intima-ii IV catheter experienced leakage at connection site. The following information was provided by the initial reporter: the equipment department reported the sales report. All departments in the hospital used indwelling needles and found that when the syringe was connected to the exhaust, it could flow, but the infusion set could occluded when it was screwed on. When the infusion set is separated from the indwelling needle after infusion, it is easy to take off the infusion connector (the infusion set is a threaded joint). The salesman said: some of them were discovered when patients were placed with tubes. Some of them are non-flowing fluid found during exhausting, and the specific quantity cannot be judged.